Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The patient was doing well postoperatively. The explanted ipg was not returned as it was not released by the facility. No further information has been obtained despite good faith efforts.